Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the adapter was fractured in half, resulting in high impedance on the superior vena cava (svc) coil of the lead. The adapter was explanted and replaced. No patient complications have been reported as a result of this event.